Event description:
It was reported the doctor was attempting a filter retrieval and ran into complications during the procedure. It addition, the pre angiogram prior to removal attempts confirmed a prior leg fracture. Neither the leg nor the filter was retrieved. The filter was in a normal orientation and not embedded. There was no pt injury reported.

Manufacturer narrative:
The device history record was not reviewed as the lot number is unk. The sample has not been returned for evaluation. Based on the info submitted, the results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.